Event description:
During a rotator cuff repair using the truepass needle single pack sterile, it was reported that the tip broke off in the patient. There was a twenty minute procedural delay as they had to look for the needle tip in the patient. The tip was not recovered. The site was irrigated and flushed however a post-operative x-ray taken of the patient noted the trident tip portion of the needle visible. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: two truepass needles were returned for evaluation. Visual examination confirmed one of the two needles is broken. The needle tip has broken off at the suture pick-up slot. Broken tip was not returned. The intact needle shows evidence that it was used as there is scoring and deformation at the tip. Dimensional assessment of this needles width and thickness confirmed it meets print specification. A root cause investigation has been opened to investigate the failure mode of tip breakage. This investigation is ongoing. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation in; although anticipated, the device has not yet been received. (B)(4).